Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent stretch occurred. The 99% stenosed and severely calcified lesion was located in the moderately tortuous proximal to mid left anterior descending artery. A 2.25x24mm promus element plus stent was advanced to the lesion and encountered resistance. When the device was removed from the patient, the stent was stretched on the balloon of the delivery system. The procedure was completed with another of the same device. No patient complication was reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Initial visual examination identified severe stent strut damage. An examination of the returned stent found that approximately 12mm of the mid section of the stent was severely stretched. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent stretch occurred. The 99% stenosed and severely calcified lesion was located in the moderately tortuous proximal to mid left anterior descending artery. A 2.25x24mm promus element plus stent was advanced to the lesion and encountered resistance. When the device was removed from the patient, the stent was stretched on the balloon of the delivery system. The procedure was completed with another of the same device. No patient complication was reported and the patient status was good.